Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got stuck in motor error and unable to got out of it also reservoir had leak. Customer stated that leak was at past second o rind and no damaged in the barrel. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.